Event description:
Provider states the battery gauge is not working, the dial will not move. Provider stated the end user had charged the unit and the scooter works fine, home use only. No further information provided.